Event description:
It was reported that the pump miscalculated boluses. Customer's blood glucose level was displayed as ¿low¿; however, a specific value was not provided. Customer addressed bg level by consuming glucose tablets. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.